Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 12-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported the implanted system worked fine, but the connection between the lead and extension had eroded through the skin. There were no factors that could have led to this issue. An impedance check was performed with all normal results and therapy continuing to be delivered. The hcp removed and replaced the exposed lead extension boot and the issue was resolved. Relevant medical history includes parkinson¿s disease.